Event description:
Symptoms include: fatigue, brain fog, muscle and joint pain, dry skin, premature aging, weight gain, severe overall body inflammation, poor sleep quality and insomnia, dry eyes, vision issues of detached retina symptoms, hypothyroidism symptoms, low libido, difficulty swallowing, vertigo, night sweats, intolerance to cold temperatures, intolerance to certain foods and drinks, severe migraines with vomiting, sore, tight and aching shoulder, back/shoulder blade area, hips, hands and ankles. Always feeling dehydrated/thirsty, numb and tingling right arm down to fingertips, shortness of breath, pain and burning sensation around implants, depression, hashimoto symptoms, and chronically feeling like I am 100 years old.